Event description:
It was reported by service report that the inner leg is binding when lifting and the fowler gas cylinder was leaking fluid. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Height adjustment racks.